Event description:
Additional information received from a manufacturer representative (rep). Patient had one lead with high impedances over 40,000. An x-ray was ordered. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported during operation, connectivity and electrode impedance were all checking out fine, all shows green color. No issue with impedance. Caller reports patient did not have a fall or trauma, did not twisted the wrong way. Caller reports the lead connectivity shows lead 0-7 all red with x and lead 8-15 green, but some are >30k ohms. Reviewed color codes. Re-tested electrode impedance: reference 0 lead 0-7 all 40k ohms lead 8-15: lowest 30480 ohms on electrode 15 and highest 30780 ohms on electrode 8, 9, 10, and 13 reference 1 lead 0-7: all 40k ohms lead 8-15: all 40k ohms reference 2, 3, 4, lead 0-7: 40k ohms lead 8-15: 40k ohms refence 5 lowest 31000 ohms on electrode 8 highest 31710 ohms on electrode 14 reference 6 lowest 31650 ohms on electrode 8 highest 32010 ohms on electrode 13 reference 7 lowest 25100 ohms on electrode 8 highest 25510 ohms on electrode 13, 14 reference 8 lead 0-7 lowest 25100 ohms on electrode 7 highest 40k ohms on electrode 1, 2, 3, 4 9: 1150 ohms 10: 1170 ohms 11: 1050 ohms 12: 1130 ohms 13: 1220 ohms 14: 1190 ohms 15: 1090 ohms reference 9 lead 0-7 lowest 25310 ohms on electrode 7 highest 40k ohms on electrode 1, 2, 3, and 4 8: 1150 ohms 10: 1250 ohms 11: 1160 ohms 12: 1250 ohms 13: 1330 ohms 14: 1310 ohms 15: 1210 ohms reference 10 0-7 lowest 31780 ohms on electrode 0 highest 40k ohms 1, 2, 3, 4 8: 1170 ohms 9: 1250 ohms 11: 1090 ohms 12: 1210 ohms 13: 1300 ohms 14: 1280 ohms 15: 1180 ohms reprogramming performed using: electrode 8/9: patient felt stimulation in her left abdomen with 3ma/200pw/50hz. Decreasing the pulse width (pd): 3.5 ma/100pw/50hz, patient continues to feel lateral stimulation and on her stomach abdomen area. Electrode: 14/15: patient feels stimulation in her left buttock and hip and towards front of abdomen with 100pw/50hz electrode: 11/12: patient feels stimulation in her lateral and stomach area and lower left rib with 100pw/50hz. Reviewed impedance. Suggest x-ray. Redirect caller to patient's healthcare provider (hcp). No symptoms were reported.